Event description:
It was reported via phone call that the customer received a motor error and battery out limit alarm on the insulin pump, which stopped turning on altogether. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. It was uncertain if she would be able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No blank display was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, stained end cap sticker and cracked battery tube threads.